Event description:
Patient presented with a non healing fracture status post elbow implant of 1 plate and 12 screws. Patient returned to the or for hardware removal of the 1 plate and 12 screws and revised to radial head prosthesis. This is 1 of 13 reports submitted.

Manufacturer narrative:
This device was for treatment not diagnosis. Additional narrative: investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.